Manufacturer narrative:
Implant date: november 2016. Device is a combination product. (B)(6). Device evaluated by MFR. :the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent fracture occurred and the patient experienced chest pain. In (B)(6) 2016, a synergy¿rug-eluting stent was deployed in the bifurcation of circumflex artery and obtuse marginal (om). In (B)(6) 2017, the patient came back to the hospital with chest pain. Optical coherence tomography angiography was performed and found that the implanted stent had fractured. Subsequently, a balloon was advanced for dilatation and an additional stent was implanted to complete the procedure. No patient complications were reported and the patient's status was good.